Manufacturer narrative:
(B)(4). Additional information received: the customer discarded the product. No product return for investigation.

Manufacturer narrative:
(B)(4). Per photographic evaluation: one photo was provided. The picture shows the jaws of a device inside plastic. No damaged on the jaws can be seen. Based on the photo alone the event describe cannot be confirmed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r4161u, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, the clip jaw broken and cannot clip the vessels. The procedure was complete successfully. There were no patient consequences.